Event description:
It was reported that the pt presented to the clinic for a routine follow up. The device exhibited an increased high out of range high voltage lead impedance. Capture, sensing, and pacing lead impedance were stable. Isometric testing did not yield noise. Fluoroscopy showed a tight 180 degrees bend in the lead. On (B)(6), the lead was straightened and impedance was remeasured. Impedance was in range after straightening. The lead was capped and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Company rep.